Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The right atrial (ra) and right ventricular (rv) leads were explanted. A temporary lead was placed in the internal jugular. The implantable pulse generator (ipg) remains in use but will be replaced in the future. No further patient complications have been reported as a result of this event.